Event description:
It was reported that a malfunction occurred on the pump, leading to the customer¿s blood glucose level exceeding 500 mg/dl. The customer addressed the high blood glucose by performing a correction injection via manual delivery. Technical support provided pump reset information and assisted with resetting the pump, allowing the customer to continue using the device. No recurrence of the malfunction was noted after resetting, and the customer was advised to call back if any issues arose.